Event description:
It was reported that after puncture, flashback was seen then blood flowed further and leakage occurred near plug with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: after puncture for IV route establishment, flashback was seen into the ext. Tubing and then the blood further flowed backward, reaching the plug, and blood leakage occurred near the plug. There might be a crack on the plug.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used flow control plug with slight traces of media and two needle covers. In addition, four photographs were submitted which displayed similarities to that of the returned unit but with more dried media present. Visual observation revealed that there was no evidence of leakage at the flow control plug, as there was no signs of media present between the flow control plug and the filter element or at the end of the filter element. Microscopic examination revealed there was no signs of cracks or deformation to the body of the flow control plug or to the filter element. The photos showed similarities to the returned unit and did not offer sufficient evidence to confirm the reported defect of leakage. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that after puncture, flashback was seen then blood flowed further and leakage occurred near plug with a bd nexiva closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after puncture for IV route establishment, flashback was seen into the ext. Tubing and then the blood further flowed backward, reaching the plug, and blood leakage occurred near the plug. There might be a crack on the plug.